Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited non sustained right ventricular oversensing. The patient presented in clinic for follow up and isometric testing and pocket manipulation did not reproduce the noise. No intervention was performed and the patient would continued to be monitored.

Event description:
New information on (B)(6) 2018 stated that the lead was capped and replaced due to oversensing. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information on 2/16/2018 stated that the lead was capped and replaced due to oversensing. No further information was available.